Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six years post deployment, patient underwent multiple unsuccessful attempt of ivc filter retrieval. The filter did dislodge during this process and the tip of it was pointed towards the legs at this point. Finally, the filter was recaptured with a snare and it was completely retrieved. Therefore, the investigation can be confirmed for material deformation and retrieval difficulties. However, the investigation is inconclusive for filter tilt as there is no information regarding the filter tilt in the provided medical records. Based upon the available information, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced a material deformation, device malposition, and was allegedly difficult to remove. This information was received from a single source. The alleged malfunction involved a patient with no known impact to the patient. The patient was reported to be a (B)(6)-year-old male, weighing (B)(6) lb.